Event description:
Information received by medtronic indicated that the insulin pump alarmed critical pump error with open book image. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The customer will discontinue to use the pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2022. The customer alleged failed battery test alarm. On svn (B)(6) the customer alleged pump error 23, pump error 49, pump error 68 and failed battery test alarm on (B)(6) 2022. No critical pump error (open book image) alarm noted during boot up. The pump passed the functional testing including the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the delivery accuracy test at 0.0873 inches. Successfully downloaded history files and traces using thus. The test battery was removed and reinserted with no failed battery test alarm, pump error 23, pump error 49, pump error 68 noted during testing. Pump error 68 on (B)(6) 2022 at 11:01:39.000, pump error 49 on (B)(6) 2022 at 11:01:39.000 and pump error 23 on (B)(6) 2022 at 11:02:28.000 were expected due to the time reset. No failed battery test alarm noted on the event date (B)(6) 2022. Failed battery test alarm on (B)(6) 2022 at 10:59:04.000 and on (B)(6) 2022 at 11:00:26.000 were expected due to the customer's low battery voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Pump error 63 critical handling alarm was listed in the formatted history file on (B)(6) 2022 at 07:02:24.000 with variable (15). Pump error 63 alarm due to hardware issue. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. Critical pump error (open book image) alarm, failed battery test alarm, pump error 23, pump error 49, pump error 68 not confirmed. Pump error 63 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The product analysis summary (h10) submitted via first follow up report was not completely correct. Corrected product analysis summary is as follows: no critical pump error (open book image) alarm noted during boot up. The pump passed the functional testing including the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the dat at 0.0873 inches. Successfully downloaded history files and traces using thus. The test battery was removed and reinserted with no failed battery test alarm, pump error 23, pump error 49, pump error 68 noted during testing. Pump error 68 on 02/16/2022 at 11:01:39.000, pump error 49 on 02/16/2022 at 11:01:39.000 and pump error 23 on 02/16/2022 at 11:02:28.000 were expected due to the time reset. No failed battery test alarm noted on the event date 19-feb-2022. Failed battery test alarm on 02/16/2022 at 10:59:04.000 and on 02/16/2022 at 11:00:26.000 were expected due to the customer's low battery voltage. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Pump error 63 critical handling alarm was listed in the formatted history file on 02/19/2022 at 07:02:24.000 with variable (21). Pump error 63 alarm due to hardware issue. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. During visual inspection, no damage noted on the electronic assembly, motor or force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. Critical pump error (open book image) alarm, failed battery test alarm, pump error 23, pump error 49, pump error 68 not confirmed. Pump error 63 was confirmed.